Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. Attempts to retrieve additional information were unsuccessful. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had a b30 scope communication error. The issue was found during preparation for use. Troubleshooting over the phone was attempted, however the customer was disconnected. There were no reports of patient harm.

Manufacturer narrative:
E2, e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device manufacture date was not identified; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the device was not returned, and the root cause could not be identified. No further information could be obtained. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.